Event description:
A caller reported an issue with a cartridge that could not be used, and the related alert or alarm could not be identified. There was no information provided on whether there was an adverse impact on the customer's blood glucose level. The customer attempted to resolve the issue by changing the cartridge, and the call dropped before a complete resolution could be confirmed, despite follow-up efforts by support.